Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd microlance¿ needle there was an issue with a broken needle. It was stated ¿while doing an intercostal block, the needle broke off from the hub. The device was retrieved and there was no harm to the patient on this occasion. There was no serious injury to the patient, the whole device was removed from the patient and so it was classed as a no harm incident.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: returned sample evaluation/ we have been provided with 4 shelf cartons (two complete, one incomplete -95 units- and one damaged and needles incorrectly placed incomplete -57 units). Visual inspection of some samples of each shelf carton reveal some units with low epoxy (adhesive used to join cannula with plastic part hub); we tested (cannula force test) with all samples within specification (> 2,24kg): shelf carton 1: average = 12,60kg, min value = 10,70kg; samples with low epoxy dosage = 11,46 and 11,2 kg. Shelf carton 2: average = 11,20kg, min value = 10,41kg; samples with low epoxy dosage = 10,98 kg. Shelf carton 3: average = 11,23kg, min value = 10,56kg; samples with low epoxy dosage = 10,65; 10,90 and 10,80 kg. Shelf carton 4: average = 11,24kg, min value = 10,57kg; samples with low epoxy dosage = 11,10; 11,23 and 10,84 kg." DHR/bhr review/ the device history records of reported lot 171023 have been reviewed and no discrepancies or abnormalities were found during manufacture of the assembled needle lots during which 311 visual inspections of 25 units each one were carried out with zero defects noted of a total of 4,400,000 manufactured units. We have reviewed the complaint history records confirming that no other complaints have been received for the same non-conformance for the reported batch.neither qa nor ncmr's. Needles were packed in machine nº2101 (october 27-30th, 2017) during which 62 visual inspection of 100 units each were carried out with zero defects noted. Needles were assembled in machine 4412 and come from two batches: -#7297640 (october 27 - november 5th, 2017) during which 293 visual inspection of 25 units were performed with zero defects noted. -#7299017 (october 26th, 2017) during which 8 visual inspection of 25 units were performed with zero defects noted. In-process pull test results within spec. (Average=10,68kg; min value = 9,92kg)." Bd was not able to duplicate or confirm the customer's indicated failure mode. The returned samples no showed broken cannula and upon testing all results within spec. Returned references sample were tested resulting values within specification of cannula pull force. So, it was not possible to confirm the reported failure mode, and in accordance, it is not possible to perform an accurate investigation of the reported issue based on available information. The cannula used to manufacture microlance needles complies with the requirements of the iso standard iso 9626, stainless steel needle tubing for the manufacture of medical devices. In accordance, although microlance 30g needle is the smallest cannula gauge within the range of the product, any breakage issue is really rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. Additionally, the cannula pull out test is evaluated for compliance with the requirements of the standard ¿iso 7864:1993 sterile hypodermic needles for single use every single needle lot before release. In conclusion, taking into account the above information and based on our quality inspections which reveal absence of this nonconformance during in-process inspection and complaints, we can assure that the probability of finding this issue in our manufacturing process is low and cannula breakage, most likely, because of incorrect handling of the product by the end user. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.